Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The device is available for return, however, has not yet been received. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that all of the batteries would not connect to controller due to damaged power connector on controller and batteries. The controller and six batteries were exchanged with no reported effect on the patient. There was no reported damage or malfunction to the batteries. They were exchanged because the vad coordinator "did not trust them". Investigation is ongoing.

Manufacturer narrative:
One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a critical battery alarm and multiple premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. All connectors on the returned units were observed to be undamaged and were capable of successfully mating. The critical battery alarms and premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. No failure detected, the reported damaged power connectors were found to be undamaged and capable of successfully mating. (B)(4) - battery / catalog number 1650 / expiration date 11-10-2015. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date 11-10-2015. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date 11-10-2015. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date 11-10-2015. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date 11-10-2015. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date 11-10-2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.